Event description:
It was reported that during implant attempt, the device was connected to a competitor's lead. When on analyzer, it was pacing appropriately, but when connected to the device there was an intermittent loss of output. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.